Event description:
It was reported that this right ventricular (rv) lead dislodged which was confirmed via x-ray. Surgical intervention was performed to reposition the lead; however, a dislodgment occurred again. Fluoroscopy was performed and the physician was unable to determine whether the helix mechanism was extended. Surgical intervention was performed again, two days after the initial intervention. The physician removed the lead to test the helix mechanism on the table. The helix could not be extended or retracted. Subsequently, the lead was replaced with a new one. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) dislodged which was confirmed via x-ray. Surgical intervention was performed to reposition the lead; however, a dislodgment occurred again. Fluoroscopy was performed and the physician was unable to determine whether the helix mechanism was extended. Surgical intervention was performed again, two days after the initial intervention. The physician removed the lead to test the helix mechanism on the table. The helix could not be extended or retracted. Subsequently, the lead was replaced with a new one. No additional adverse patient effects were reported. This lead is expected for return. Additional information: several requests were submitted to the field to obtain product return. No further correspondence was received, and this device has not been returned. Should additional information become available, a supplemental report will be provided.